Event description:
It was reported via a trial that the index procedure was (B)(6) 2010 and on (B)(6) 2012 the patient experienced a myocardial infarction with recurrent ischemic symptoms lasting 10 minutes or greater. There was no reported clinically significant delay in the procedure due to the device issue. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). A procedure of the bifurcation of the posterior descending artery (pda) and posterior lateral (plb) showed by angiography the lesion appeared to be 65% to 75% in severity and hazy. Optical computed tomography (oct) imaging was performed and an ulcerated plaque was noted within the distal right coronary artery (rca). The area of stenosis distal to the ulcer was 77%. The lesion was incised and then stented using a 2.5 x 28 mm drug-eluting stent inflated at high pressure and post dilated to 2.75 mm. Repeated oct showed excellent stent apposition and no evidence of dissection. Repeat angiography showed timi-3 flow in the distal vessel. The findings showed the left main was patent; left anterior descending artery (lad) luminal irregularities hazy, 65% to 75% stenosis within the upper branch of the first diagonal; left circumflex has mild disease in the mid left; the right coronary artery (rca) has patent stents within the distal rca; the left heart catheterization had lv gram performed, ejection fraction was 65% without wall motion abnormality and diastolic pressure was 32. The patient has unstable angina, but successful revascularization of the distal rca. The patient left the catheterization lab in stable condition. The patient was discharged in stable condition with a good prognosis to home. Though requested, no additional information was provided. There were no reported product deficiencies. The reported patient effects of myocardial infarction, angina, dyspnea, and occlusion are listed in the listed in the promus everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device evaluation: the stent remains in the anatomy. It is indicated that the stent delivery system is not returning for evaluation, therefore a failure analysis of the device cannot be completed. A review of the lot history could not be conducted because the lot number was not provided. A follow-up report will be filed with any additional relevant information. The two additional unknown promus stents indicated are being filed under the same manufacturer report number. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
Subsequent information was received to the initial medwatch report, stating that the patient presented to the emergency room (ER) with complaints of chest pain with onset the night before. The patient stated she took aspirin, plavix, and nitroglycerin, which eventually alleviated the pain; however, upon waking earlier this morning, the pain returned. She felt the need to come to the emergency room. The patient stated her chest still hurts while in the emergency room and has an associated left-sided numbness. Additionally, she reports left-sided jaw numbness as well. She endorses blurry vision, diaphoresis, palpitations, and worsening shortness of breath. The patient also reports that this feels like prior myocardial infarction. At the current time, the patient stated that her chest pain had been alleviated after receiving a 1 inch nitro paste on the chest. While in the ER the patient received a cbc and a bmp as well as a cardiac profile; the patient was acs ruled out, however, during her second set of cardiac enzymes, her troponin bumped to 0.126. The patient was kept overnight and kept on acs protocol. The patient was loaded with multiple drugs and medications but before the morning was noted to be in active chest pain and was started on a nitro drip. The patient was transferred to the catheterization lab with non-st elevation myocardial infarction.